Event description:
The customer reported that the surgeon tried to use this device during a robotic case and the device would not activate. Upon receipt of the device for evaluation at covidien, it was found that the knife was broken and a large piece was missing near the blade. The missing piece was not returned with the device, and its current location is unknown. The site has been notified and additional questions regarding this incident have been asked.

Manufacturer narrative:
(B)(4) 2013. The returned sample did not meet specification as received by covidien. The knife was activated on a silicone test strip and the results were unacceptable. The knife was inspected under magnification and significant damage to the leading edge of the blade was found. A large piece of the knife blade had broken off and was not returned. This type of damage is consistent with that which occurs when the cutting mechanism has been deployed over clips, staples or other metal objects. Thus, the component damage is attributed to use error. A device history review has been completed and no entries pertinent to the customer's report were noted.